Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem / malfunction with the davol device used to treat the patient. As reported at this time the mesh remains implanted and there has been no surgical intervention. Based on the available information provided to date, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The contact reported that the mesh was implanted in 2002. An exact date was not provided. Therefore, the date entered in d6 is estimated. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a right inguinal hernia repair in 2002 and at that time was implanted with a davol perfix plug. As reported, in 2018 the patient has experienced and continues to experience chronic pain with a burning sensation in his right groin and pain in his scrotum. As alleged the patient consulted with his primary care physician and she told him he has "something wrong with the area that the mesh was placed" and was referred to see a specialist. As reported the patient has just started the process of seeking medical attention and treatment. The contact states that the patient is most likely going to have to have the perfix plug removed.